Event description:
It was reported that a revision surgery ws performed due to breakage of frame.

Manufacturer narrative:
The affected device(s) was returned and evaluated to determine the cause of the reported incident. From the analyses conducted during this investigation, it was concluded that the taylor spatial frametm half ring fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the half ring was unable to bear the imposed patient loading. Fatigue cracking is caused by the half ring bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to: application of tensile or torsional loads in excess of the material's strength, excessive patient activity levels prior to full bone union, and/or poor bone quality. No materials or manufacturing deviations were found in this investigation.